Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, which was treated with a bolus delivery. Customer reported that there were white items in infusion tube which may have been kinks. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Insulin pump passed high pressure test and self- test. Customer was advised to consult with healthcare professional regarding unexplained high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.